Manufacturer narrative:
Manufacturer's investigation conclusion: the log file captured a brief loss of external power. The loss of external power occurred when the patient was connected to the mpu on one power cable lead only. The event lasted at most 7 seconds and cleared with the patient still connected to the mpu (in the same one lead condition). The system was powered by the controller¿s backup battery during the brief loss of external power. The reason for the loss of external power could not be determined from the log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the log file captured a no external power event on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. Additional information was requested but not provided.